Manufacturer narrative:
Concomitant products: product ID 37702, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3550-39, lot # n265030, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3550-39, lot # n245722, implanted: (B)(6) 2011, product type accessory; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The manufacturer representative reported that the patient feels shocking at the implantable neurostimulator location in the right buttock/hip area. It started infrequently, but as of the last 2-3 weeks its daily. No falls or traumas were reported and it is not related to body positioning. No pattern of when it occurs and impedances were checked and were fine. The patient was reprogrammed. The indications for use were non-malignant pain and other non-malignant pain. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that reprogramming was completed but the problem still continued.